Event description:
It was reported that the pledget was rubbing the patient's skin. The surgeon opened the neck incision and further secured the intact pledget more superior. "Pledget" is likely referring to the tie down used on the lead. No further relevant information has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from the physician's office noting that "pledget" was referring to the white rubber clip that comes with the vns (likely tie down). When asked the cause of the pledget rubbing against the skin, it was noted that the tie down became open under the skin causing knot to pop up. When asked if the intervention was for patient comfort only or to preclude serious injury, it was noted that they needed to revise it or it would have eventually eroded through the skin causing risk of infection.